Event description:
Customer reported experiencing cartridge alarm 20 on multiple dates in september 2025. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Technical support decided to replace the pump. The customer was advised to expect a replacement pump with updated software and was provided with instructions on handling the current pump, including putting it into storage mode and returning it using a pre-paid label. The customer acknowledged and understood the instructions, and the replacement pump was dispatched.